Event description:
A customer reported experiencing a cartridge alarm 20 on their pump but confirmed that it did not adversely impact their blood glucose level. Initially, the pump replacement was delayed because the serial number had not been added to the patient's file. Once the serial number was attached, the technical support team proceeded with sending out a replacement pump. The customer received guidance on preparing their faulty pump for return and was informed about steps to take when the new pump arrived. They were also instructed to use manual injections to ensure continuous insulin delivery during the process. The pump was under warranty, and the customer did not request a signature for delivery.